Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that ¿revised due to poly wear. Patient was experiencing pain.¿ the exact implantation date was not provided, however, it was indicated, the reported device was implanted in 1995.